Event description:
Reporter alleged obtaining discrepant blood glucose values of 200 mg/dl back to back with a result of 90 mg/dl when testing was performed a few minutes apart on the compact system. Reporter stated she was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect product and replacement product was sent.